Event description:
Customer reported a filament regulator failure error. No pt injury was reported.

Manufacturer narrative:
A ge svc rep evaluated the system and replaced the filament driver board. System operates as intended. This MDR is related to ge healthcare complaint.